Event description:
It was reported that vns patient was seen in clinic on (B)(6) 2016 and high lead impedance over 10,000 ohms found. It was reported that it was unable to disable device at the same appointment as patient has severe learning disability and challenging behavior and wouldn't allow doing anymore at that appointment. Patient was referred for xrays that day but patient refused. Patient was seen in clinic in (B)(6) once xray obtained and the device was turned off at this visit. Patient had not showed any change in behavior or any signs/symptoms of discomfort or distress in last few months to make staff feel anything wrong. X-rays dated reported as taken on (B)(6) 2016 were provided to the manufacturer for further review. The placement of the generator cannot be assessed due to lack of image. The filter feed-through wires appeared to be intact. The lead connector pin appeared not to be fully inserted. The lead wires at the connector pin appeared to be intact. Strain relief bend and loop cannot be assessed due to lack of neck images. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or clear lead break were found in the parts of the lead that could be assessed. It was reported that patient is unable to verbally communicate so unsure what could have potentially caused the lead pin to come out. Patient was previously seen in clinic in 2015 where the impedance was normal. Change in impedance was sudden increase not gradual trend. No known surgical interventions have occurred to date.